Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure in the popliteal artery using an indigo system separator 6 (sep6). During the procedure, the physician was having difficulty advancing and retracting the sep6 through an indigo system aspiration catheter 6 (cat6). The sep6 was then removed from the patient's body and appeared to be damaged. It was reported that the sep6 bulb was still attached but the wiring was starting to lose its integrity. Therefore, the physician continued the procedure using a new sep6 and the same cat6. After using the new sep6 and the cat6, there was still clot left over so the physician decided to drip a tissue plasminogen activator (tpa) overnight. The patient's leg was improved by treatment. There was no report of an adverse effect to the patient.